Manufacturer narrative:
Insulin pump was received with blank display when pressing buttons due to faulty lcd driver. Insulin pump was unable to verify button and keypad unresponsive and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer experienced low blood glucose of 20 mg/dl. Customer was not admitted at the hospital, she was treated by the paramedics at home. Daughter found her mother sitting in the front room she tried giving glucagon and then had to call 911. Customer had mistreated due to over calculating her carbohydrates. Her doctor ordered that she no longer be able to make dosages on her own. It was also reported that the when pressing the buttons on the insulin pump the screen goes blank. Customer has changed the battery multiple times. Blood glucose value is 163 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.